Event description:
It is reported that the pt was revised due to a loose femoral stem. During the revision an extended trochanteric osteotomy was successful in removing the stem. Seven wires were used for fixation.

Manufacturer narrative:
Evaluation summary: primary operative notes were returned. Revision op notes from (B)(6) 2012 were also returned. The operative notes state the pt's tendons had not healed after the primary surgery and the anterior third of the trochanter was bare. The femoral stem was grossly loose, however removal attempts were unsuccessful and an extended trochanteric osteotomy was ultimately successful. Seven wires were used for fixation. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.